Event description:
It was stated that the reporter was in the hospital with 4 other patients with defective pacers but they couldn¿t name the patients.

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead, serial# unknown, product type: lead. (B)(4).